Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the belt failed an ECG falloff test. Cable connecting ECG a and b to the front therapy electrode was pulled from the strain relief, and connector j703 on the distribution node pca was broken off the board. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's electrode belt for an unrelated reason, a reportable malfunction was found.